Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 10/18/2022 by a sales representative via sems that an ar-9545-t15-02 driver tip is broken off. This was discovered during a case and broke inside the joint space.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. A torque-indicating adapter is recommended to be used with the device to prevent over-torqueing. Most likely cause is attributed to over-torqueing/over-engaging the driver with the screw head.